Event description:
It was reported that after a laparoscopic low anterior resection, the patient had post operative leakage from the staple line. During the first operation, the surgeon confirmed staple security by a leak test. The surgeon performed re-operation to close the tissue. The case was completed with a like device.